Event description:
It was reported that there was a patient alert on the ventricular lead. The lead was removed and due to the patients clinical status the system was no longer needed and was not replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was a patient alert on the ventricular lead. It was further noted that there was a lead fracture. The physician also noted that the patient had several syncopal episodes that were not tachy arrhythmia related. The lead was removed and due to the patients clinical status the system was no longer needed and was not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The defibrillation conductor was fractured at 8.5 cm. Blood/body fluid was noted on all conductors (not obstructed) and the outer tubing overlay. Blood was in/on the helix/lobe mechanism. The outer tubing was kinked/buckled with environmental stress cracking breach (non-electrical) and the overlay had cosmetic environmental stress cracking. The outer insulation was breached cut and a white substance was present.